Event description:
"During the procedure, the tip of catheter broke and catheter shaft buckled while going through the sheath to go into the patient. The catheter never made it from the sheath into the patient but resistance was felt near the sheath hub and the catheter was pulled out exposing the broken tip. The patient was stable before, during, and after the procedure. It was noted that the device was resterilized by stryker." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).